Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the arterial insertion of the device was noted to be fine. Upon removal the spring wire guide could not be removed as considerable resistance was encountered. The spring wire guide was removed and it had unraveled. The procedure was abandoned and another spring wire guide was used with positive placement. The spring wire guide fragment remained in the patient, from the positive placement of spring wire guide. It is reported that the patient is ok. No patient complication reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the guide wire and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the arterial insertion of the device was noted to be fine. Upon removal the spring wire guide could not be removed as considerable resistance was encountered. The spring wire guide was removed and it had unraveled. The procedure was abandoned and another spring wire guide was used with positive placement. The spring wire guide fragment remained in the patient, from the positive placement of spring wire guide. It is reported that the patient is ok. No patient complication reported.